Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. As 11 years and 8 months have passed since the product was manufactured, omsc assumed that the reported event was caused by damage due to aging deterioration. If significant additional information is received, this report will be supplemented.

Event description:
The customer reported a defect of a damper of electromagnetic valve and sent the device to olympus. Then, olympus inspected the device at the service department of olympus medical systems india private limited and found that gas was leaking from the connector unit. There was no report of patient injury associated with this event.